Manufacturer narrative:
(B)(4). Customer returned insulin pump for an alleged moisture damage and crack on the battery compartment found on event date (B)(6) 2021. Insulin pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Insulin pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor / motor and harness assembly vibrator.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection cracked select button keypad overlay, cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Confirmed moisture damage pcba 1 / pcba 2 / harness assembly. Confirmed cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment.

Event description:
Information received by medtronic indicated that the insulin pump had a crack on the battery compartment. Customer reported that the insulin pump were exposed to fluid. Customer stated that there were fluid in battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.